Event description:
It was reported that the customer's insulin pump kept alarming motor error for two days. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. Unable to confirm motor errors. However, the motor home switch was found with corrosion per visual inspection. Further testing could not be performed due to the motor anomaly. The device was received with slightly loose drive support disk. The unit received with scratched screen.